Event description:
Customer states that the device displayed results in mmol/l. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.